Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Review of the pump history showed that the customer received the correct succession of alerts and alarms prior to the pump shutting down, however, the customer denied having received the alerts and alarms prior to the pump shut down. Blood glucose level was 360mg/dl. Reportedly the customer continued to use the pump for insulin therapy.